Event description:
It was reported the customer had issues with no delivery alarms. The customer's mother stated they had the no delivery alarm issue with five of their infusion sets. The customer's blood glucose was over 200 mg/dl. The mother stated the alarm was resolved by a complete infusion set change. The mother also reported an incident in december where the customer's blood glucose reached 400 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.